Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump was not delivering insulin. Customer cannot recall their blood glucose reading. Customer stated the insulin pump had battery compartment damage. Troubleshooting was performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with broken battery tube threads. (B)(4).